Event description:
A report was received that the patient¿s ipg was bothering and causing pain for a couple of years. The patient will undergo an explant procedure.

Manufacturer narrative:
Event date: 2013. Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient¿s ipg was bothering and causing pain for a couple of years. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.